Manufacturer narrative:
D5 - operator of device: corrected manufacturer's investigation conclusion: the reported event of the power module (serial: (B)(6) not connecting to the heartmate touch was unable to be confirmed. Photos or log files were not submitted. To date product was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) (doc #(B)(4), rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (doc #(B)(4), rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. B) under ¿troubleshooting¿ cover all alarms (visual and audible), including the connection failed - heartmate touch app and the disconnected system controller - heartmate touch app messages, and the actions to take when the alarms occur. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The device history records were reviewed (shop orders: (B)(4) and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that power module would not connect to heartmate (hm) touch. The power module would be returning for a repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial: (B)(6) not connecting to the heartmate touch was confirmed via testing of the returned product. The power module, serial number (B)(6), was evaluated at the service depot on 01aug2025. The unit was connected to ac power did boot up as intended. However, when attempting to connect to the heartmate touch via the bluetooth adapter, the power module was unable to make a successful connection. The main print circuit board (pcb) was replaced and resolved the issue. The serviced and repaired unit was returned to the customer. The damaged main pcb was forwarded to the product performance engineering (ppe) department for further analysis. The main pcb was returned in unremarkable visual condition. The main pcb was connected to a known working test power module and none of the visual indicators illuminated. A known working 14v patient cable, system controller, and mock circulatory loop were connected and the power module was able to support the system. An attempt to connect the heartmate touch was performed unsuccessfully, confirming the reported event. Circuit analysis was performed on the returned main pcb. The j7 connector outputs were measured, with specific attention to pin 1 (display transmission). Output values fluctuated between 3 - 12 mv dc, typical values measure at 3-4 mv dc. The circuit was traced to the microprocessor u19, specifically pin 13, as this is connected to the pin 1 output of j7. Measurements at this pin fluctuated between 0.8 - 3.5 mv dc. Typical values measured on the test board yielded a consistent 4.7 mv dc. The microprocessor is responsible for multiple functions, including contribution to the display transmission function of the power module; therefore, damage to this component would result in the reported and observed issues. Replacement components were not available at this time and a replacement was not performed. No further troubleshooting was performed. Photos or log files were not submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The reported event was determined to be due to a compromised u19 microprocessor. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A, are currently available. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 IFU chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (doc #100167125, rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. The heartmate 3 IFU, section f, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.